Manufacturer narrative:
Patient information was requested and repair details, but no response received from customer.

Event description:
The customer reported that the ventilator is leaking oxygen excessively while in use on patient. The customer reported that the unit was in use on patient, there was no patient harm reported.